Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set experienced a no flow. The nurse inspected the set prior to use; now issues were observed. The event occurred 15-30 minutes into a saline infusion and chemotherapy administration (via secondary line) in the systemic therapy department. The unknown infusion pump alarmed no flow above pumps. The nurse disconnected and reconnected the secondary line to the primary line again in order to resolve the issue. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.